Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient has atrial fibrillation (af) and is experiencing severe symptoms. The patient indicates that the device has been checked and reprogrammed several times and each time has felt great for about two months and then the severe symptoms return, including extreme shortness of breath. The device is still in use. No further patient complications have been reported as a result of this event.